Manufacturer narrative:
Implant date is an approximation based on narrative provided to us.

Event description:
It was reported that patient underwent knee revision surgery for unspecified reasons. It was noted that following incision, a synovial metallosis was observed with no trace of conflict or tear and wear on the prothesis however trace of conflict, scratches and a slight loss of piece of oxinium on the rear part of the 2 condyles.

Manufacturer narrative:
Please see attached for a summary of our investigation results. (B)(4).

Manufacturer narrative:
Attached evaluation summary is a correction to previously communicated evaluation summary.

Manufacturer narrative:
A correction based on additional information received.

Manufacturer narrative:
A correction based on new information received.